Event description:
It was reported that the leads were twisted. The reporter stated that ¿someone¿ didn¿t look carefully at the x-ray taken after a replacement surgery because two weeks later they found it was ¿not working¿ and then ¿all of the sudden the leads were screwed up.¿ it was noted that the leads were implanted in the neck. It was reported that the patient needed a revision, the leads were replaced on 2013 (B)(6), and the implantable neurostimulator ¿started communicating with the new wires.¿ it was noted that the patient had an appointment scheduled on 2013 (B)(6) to see if ¿everything was in place or not.¿ see MFR. Report #3004209178-2013-12263 for information regarding the patient¿s previous device.

Manufacturer narrative:
Product ID 37746 lot# serial# (B)(4), product type programmer, patient product ID 37754 lot# serial# (B)(4), product type recharger product ID 377745 lot# n0038944, implanted: 2005 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3708160 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension. (B)(4).